Manufacturer narrative:
Currently, it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer had blood glucose values of 272 mg/dl. The customer experienced symptoms of vomiting, tiredness, dry mouth, urination and small ketones. Troubleshooting for the insulin pump was done. Explained that the high blood glucose values could have been caused by a bent cannula. Advised customer to do a complete set change and change the insulin. The customer stated that the cannula was bent. The customer stated that their were bumps under the skin where the site was. Explained to customer that these bumps could have caused the cannula to bend. Nothing further reported.